Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -8.5 into the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2018, the lens was exchanged with a longer lens due to low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Corrected data: the lens was exchanged with a longer lens due to low vault and lens rotation. Vault was resolved. Rotation was not resolved. Claim# (B)(4).